Manufacturer narrative:
P-cap ok reservoir locks properly into place. Device received with minor scratches on lcd display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they cannot read their display. The customer¿s blood glucose level was unknown at the time of the incident. Customer did not mentioned if the reservoir unable to lock in. The pump will be returning for analysis.